Event description:
Complaint alleged that the head of bed will not raise up. No injury reported.

Manufacturer narrative:
Tech found hydraulic valve was faulty. Replaced the hydraulic valve to resolve this issue. Bed located in storage with tag "head will not raise".